Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 4.0mmx20mm quantum maverick balloon catheter was advanced for dilation. The first inflation was at 10 atmospheres for 8 seconds, 12 atmospheres for 10 seconds for the second inflation and 14 atmospheres for 14 seconds for the third inflation. However, on the fourth inflation at 18 atmospheres for 14 seconds, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a quantum maverick balloon catheter. The balloon was tightly folded. Inspection revealed damage to the tip. Functional testing was performed, the device was inflated to rated burst pressure (rbp). The balloon stayed inflated for 5 minutes and did not leak. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 4.0mmx20mm quantum maverick balloon catheter was advanced for dilation. The first inflation was at 10 atmospheres for 8 seconds, 12 atmospheres for 10 seconds for the second inflation and 14 atmospheres for 14 seconds for the third inflation. However, on the fourth inflation at 18 atmospheres for 14 seconds, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.